Event description:
Information received by medtronic indicated that the insulin pump had a cracked around battery tube lip. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer filed a complaint about cracks at the battery compartment and reservoir tube lip. The test p-cap does not lock in place and unable to perform the displacement test due to mostly missing retainer. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, pillowing keypad overlay. Verified crack at the battery compartment and broken retainer.